Event description:
An arterial catheter was used to access the left radial artery and the guide wire of the catheter sheared and a fragment of it was lodged on the left arm soft tissue. Vascular surgery and ir were consulted, and no interventions were recommended. The retained instrument remains in the patient.